Manufacturer narrative:
(B)(4). The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor.

Event description:
The customer reported that they were water rafting a weeks ago and water got in her pump. The customer¿s blood glucose level was unknown. The customer reported that the gasket in reservoir lip came out. The customer reported that they can see water on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.